Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the distal end probe broke off outside the patient cavity during a laparoscopic vaginal hysterectomy procedure involving an olympus ultrasonic surgical instrument. The procedure was completed by replacing it with another device. There was no patient injury reported.